Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment included ceftazidime (dosage, route, and frequency not reported), cipro (500mg, once per day for 21 days, route not reported) and nystatin (dosage, route, and frequency not reported) for peritonitis. The cause of the peritonitis was diverticulitis. The patient was reported to be improving. Additional information was requested and was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f09037 and h13f22048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). As the cassette was not returned , a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.